Event description:
Lead was explanted electively. A portion of lead remained in situ. Three days later pt expired due to complications associated with coronary artery bypass. Lead was removed postmortem. Failure analysis reveals a j retention wire fracture with protrusion through outer polyurethane insulation.